Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced a continuous glucose monitor accuracy issue which occurred on an unspecified day after the sensor was inserted into the abdomen. On 5/25/24, around 535pm, the patient¿s continuous glucose monitor was reading 350 mg/dl and the blood glucose meter was reading 474 mg/dl. Around 925pm, the patient¿s continuous glucose monitor was reading high mg/dl, and the blood glucose meter was reading 535 mg/dl. The patient was wearing an insulin pump (brand not specified). The patient self-treated with 8 units of insulin at this time. The patient was also experiencing, shakiness, diaphoresis, a headache, confusion, nausea, and difficulty talking. The patient¿s grandson took her to the emergency room, where her blood glucose meter reading was 454 mg/dl. The patient refused any treatment at the emergency room, but she was held for monitoring. Once her blood glucose meter reading reached 379 mg/dl the patient was discharged home (it was not specified how long the patient was in the emergency room). It was reported that the patient¿s hyperglycemia may have been caused by her insulin pump site cannula being compromised, which impeded her insulin delivery. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.